Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a stuck button alarm. The customer received pump error 49 (history pointers failed. The history pointers are corrupted. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the keypad anomaly, and the serialized device was replaced. Troubleshooting was partially performed for the pump error alarms. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently responsive keypad at the left button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. No stuck button alarm noted during testing. However, stuck button alarm was found in the history file on event date 08/09/2025 22:56:58.000, 08/09/2025 23:11:13.000, 08/09/2025 23:15:18, and pump error 49 on 08/09/2025 23:29:23.000,08/09/2025 23:32:29.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage. Stuck button alarm, pump error 49 found in the history file and intermittently unresponsive left keypad button observed during analysis and confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.